Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while sleeping. The customer's blood glucose (bg) level was 535 mg/dl. A system check was performed. The cartridge was found to have a crack in it and the contact thought that the cannula may have been compromised as the customer had an active day. The contact changed the cartridge and infusion set site. Insulin delivery was resumed. A bolus was delivered to address the bg level.